Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported that ever since they charged the implantable neurostimulator (ins) they couldn't turn it off. The consumer tried using the recharger and patient programmer (pp), as well as new batteries but it didn't resolve the issue. Troubleshooting was performed which confirmed the lightning bolt was still being seen and the correct button was being pushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.